Event description:
It was reported that the lead safety switch of the pacemaker system was triggered due to right ventricular (rv) pace impedance of 2,010 ohms. The resulting switch to unipolar programming led to myopotential noise and non-sustained ventricular events stored by the device. There were also some stored ventricular episodes that appeared to be electromagnetic interference. No pacing inhibition was noted. The rv pace threshold and impedance had been gradually rising over the previous months. The rv lead was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that only the proximal lead segment was returned; it had been severed approximately 5.2 cm from the terminal end. The polyurethane insulation was cracked/torn distal to terminal boot which is consistent with environmental over-stress. Testing was completed to assess lead electrical performance and measurements were within normal limits. The cracked/torn insulation is not considered to have contributed to the reported high pace impedance, high capture thresholds, noise or oversensing as the coating/insulation on the conductors remained intact. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the lead safety switch of the pacemaker system was triggered due to right ventricular (rv) pace impedance of 2,010 ohms. The resulting switch to unipolar programming led to myopotential noise and non-sustained ventricular events stored by the device. There were also some stored ventricular episodes that appeared to be electromagnetic interference. No pacing inhibition was noted. The rv pace threshold and impedance had been gradually rising over the previous months. The rv lead was successfully explanted and replaced. No additional adverse patient effects were reported.